Event description:
A male was admitted for an elective procedure to angiogram bilateral legs with the possibility of percutaneous transluminal angioplasty (pta) to the left superficial femoral artery for peripheral vascular disease (pvd). Dorado balloon 7mm x 2cm x 135cm was used for the pta to the left superficial femoral artery. The activated clotting time (act) was 193 and 2000 units of additional heparin were administered so the pta could be completed. The dorado device was inserted and inflated once to three (3) atmospheres (atm) for 18 seconds. At the end of the procedure, the physician had difficulty removing the balloon. The shaft of the catheter broke at the junction of the balloon and catheter so the sheath and balloon had to be removed as a unit with the high act. Protamine was administered to reverse the heparin. No apparent injury noted. The patient remained overnight for monitoring and was discharged in the morning without any problems.